Event description:
The user facility reported that during a diagnostic colonoscopy, the users experienced a loss of image. The device was withdrawn and the procedure was completed using a different, but similar device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed a complete loss of image. There was evidence of fluid invasion inside the device, including corrosion in the endoscope connector, electrical connector, and the ccd, switch, and ID chip flexible printed circuit boards. Additionally there was cracking and discoloration on the bending section cover glue. As the device passed leak testing, it appears that the source of the leak was related to user handling during reprocessing. The device was serviced and returned to the user facility. The report is being submitted as an MDR in an abundance of caution.